Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice(hc)device during dwell. The patient was connected to the machine at the time of the alarm and didn't disconnect at any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any of the supply lines. Nothing unusual was noted about the supplies. The patient doesn't have any pets that could have caused damage to the supplies. No damage was noticed on the over pouch or carton in which the cassette was delivered. No sharp object was used to assist in the opening of the carton or the over pouch. No clinical consequences for the patient have been reported. The sample is not available for evaluation and the lot number is unknown.